Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences locked and inserted through the full loader assembly and sheath, with the valve on the inflation balloon. The returned devices were visually inspected for any abnormalities. It was observed that approximately 1.25¿ of fine adjust was used. A tear in the crimp balloon adjacent to the I/c bond was noted and the inflation balloon wings flared out. A partial radial tear was confirmed on the inflation balloon near the distal tapered section. There was severe flex tip gouging. Crimp balloon and inflation balloon double wall thickness measurements were taken to ensure that the thickness of the material was within specification. A thin balloon could contribute to the observed balloon tears, and could be indicative of a manufacturing non-conformance. The crimp balloon double wall thickness was found to be within specification. Due to the condition of the returned device (balloon torn) no functional testing was able to be performed. Images were provided by the complaint site showing calcification in the patient¿s native annulus. Images of the condition of the device following the procedure were also made available. The crimp balloon tear and flared inflation balloon legs were evident. A DHR review was performed and did not reveal any manufacturing related issues that could have contributed to the reported events. A lot history review was performed and revealed no other complaints relating to ¿balloon ¿ torn¿ or ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿. A review of the complaint history revealed that the occurrence rate did not exceed the april 2018 control limit for the trend categories of ¿damaged¿ and ¿withdrawal difficulty¿. No IFU/training deficiencies were identified. Inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the complaint events. The complaint for ¿balloon ¿ torn¿ was confirmed through visual inspection of the returned device, but no manufacturing non-conformances were identified. As reported, no abnormalities were observed during device preparation, and during deployment, the valve did not inflate at all. This indicates that the tears likely occurred after the device was inserted into the sheath, but prior to valve deployment. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a pra. Performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially weaken the bond between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Flex tip gouges were observed on the returned device, indicating that diving and higher valve alignment forces may have occurred during valve alignment. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. The tear seen in the inflation balloon likely occurred due to interaction with calcification in the vessels. Scratches noted on the esheath indicate that the device passed through a calcified area. Calcification can interact with the balloon material, causing it to weaken and tear as the device is advanced. However, without the return of relevant imagery (valve alignment and thv deployment), the above suggested potential root cause could not be confirmed. As such, a definitive root cause is unable to be determined at this time. The complaint for ¿delivery system ¿ withdrawal difficulty-valve, through sheath¿ was confirmed, but no manufacturing non-conformances were identified during engineering evaluation. According to the complaint description, the valve and delivery system became stuck in the lcfa during withdrawal, and a surgical cut down was needed to remove the system. The condition of the returned device confirms that this withdrawal difficulty was experienced. As returned, the valve and delivery system were still inserted through the sheath, indicating that it could not be withdrawn. Additionally, the damage noted on distal tip of the sheath likely resulted from unsuccessful attempts to remove the delivery system. During withdrawal, the flared balloon legs likely became caught on the distal end of the sheath, contributing to the reported withdrawal difficulty. Per the training manual, the user should take caution when attempting to retrieve the valve through the sheath, as crimped valve aligned on balloon is larger than crimped valve off the balloon. Additionally, vessel tortuosity can cause the thv, delivery system, and esheath to become non-coaxially aligned during device removal. The combination of these factors and the flared balloon legs likely contributed to the reported withdrawal difficulty. However, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances or IFU/training deficiencies were identified, no corrective/preventative actions are required. Due to the high criticality level of the failure mode ¿balloon ¿ torn¿, a pra was previously initiated for assessment of the balloon torn issue and its associated risks per management discretion. Since no product non-conformance was confirmed in the returned complaint sample and the occurrence rate does not exceed the complaint control limit for the applicable trend category, no further escalation is required at this time. Since no product non-conformances or IFU/training deficiencies were identified, and the failure modes did not exceed the complaint trending control limits, a product risk assessment (pra) escalation is not required.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the clinical specialist, during a tf tavr case, the commander delivery system balloon ruptured prior to thv expansion. An attempt was made to deploy the valve but nothing happened. When the physician attempted to pull negative, blood was seen in the atrion device. An attempt was made to withdraw the valve into the esheath, but it became stuck in the lcfa. The case was converted to an unplanned surgical cut down of the lcfa. A second thv was delivered and deployed in the aortic annulus. The esheath was removed and the groin was repaired with a stent and open endograft repair. One unit of blood was transfused. Pictures received from the fcs clearly show an I/c bond separation of the commander delivery system.